Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. During functional testing the device passed power-on self-test. However, the power does not scroll up/down when the up/down button is pressed, stopped at 2w. The most likely cause of the reported failure is due to a defective front panel board. Following replacement of the front panel board with a known good part, the device passed all performance criteria of the final test procedure. It is not known why the front panel board is defective. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the power would not stay at the set wattage. A radiofrequency ablation procedure of the liver was being performed with a rf3000 generator. During the procedure, the power was set between 40-50watts, but would drop down to 2watts and stay there. The procedure was not completed. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the power would not stay at the set wattage. A radiofrequency ablation procedure of the liver was being performed with a rf3000 generator. During the procedure, the power was set between 40-50 watts, but would drop down to 2watts and stay there. The procedure was not completed. No patient complications were reported and the patient's condition was stable.